Event description:
It was reported that low impedance on rv and svc coils were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found an internal insulation abrasion breaching the rv lumen underneath the svc shock coil between 23.8cm to 27.1cm from the distal end. The etfe (blue) coating on one of the rv coils was abraded. This damage could cause the reported low impedance.